Event description:
The respiratory technician (rt) reported that a ventilator would not go into ventilation during check out. It was reported that the rt was setting up the unit and testing with a test lung. The device issue was discovered during checkout prior to therapeutic use. There was no patient or user harm reported. The device was evaluated by the facility biomed and a philips remote service engineer (rse). The customer confirmed the reported issue. Further information regarding repair has been requested from the customer. No response has been received at this time.

Manufacturer narrative:
The replaced gas delivery system (gds) was returned for failure analysis. Visual inspection of the gds revealed no anomalies. A failure investigation (fi) technician installed the gds into a failure investigation ventilator to duplicate the reported issue of air flow accuracy test failure. The customer complaint was verified. Root cause was failure of airflow sensor, caused by u1 drifting out of calibration.

Manufacturer narrative:
The field service engineer (fse) could not confirm the reported issue of the ventilator not initiating ventilation mode automatically on standby mode when connecting the mask back to the circuit. However, the fse did confirm that the air flow test was out of specification and failing. The fse replaced the gas delivery system (gds). The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. There was no delay to patient therapy reported.